Manufacturer narrative:
The actual device has not been returned for evaluation and the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete. For this reason, evaluation: was used in the conclusions. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported dilator tip separation during an aaa graft procedure. Follow-up communication confirmed that: the doctor inserted solopath and it inflated correctly; upon removal of the dilator the doctor felt heavy resistance or the dilator seemed stuck or hung up on the end of the solopath; the dilator was finally removed; a gore stent graph main body was placed through a 18f gore sheath; a gore stent extension was placed through the 14f solopath; the procedure was completed successfully; while the doctor was sewing up the surgical site the rm decided to examine the dilator and noticed that the tip was off; and, the patient is reported doing "fine".